Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 9. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact technical support if any issues arose again. No further information regarding the outcome of the event was received.